Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that on an unspecified date, they had experienced a blood glucose (bg) of 50 mg/dl with severe dizziness and/or headache. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care. It was reported that the patient¿s healthcare provider (hcp) made recent changes to their basal rate. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched the active basal program and the basal history matched the active basal program settings. The patient reported that there was an issue with the storage or quality of insulin. This complaint is being reported because the patient allegedly experienced hypoglycemia of unknown cause while using insulin pump therapy.